Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad, motor anomaly and insulin squirting during prime. The blood glucose level was unknown. The customer also stated that the buttons are less responsive and sometimes press twice. Customer also stated that insulin pump lost all settings to restart motor errors. The insulin pump will not be returned for analysis.